Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. The tandem pump user guide instructs the user to remove any residual air from the cartridge. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Reportedly the customer was not performing the air removal step and was using cold insulin. Tandem technical support educated the customer that not performing the air removal step and using cold insulin is off label per the tandem user guide.the customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer's blood glucose level.